Event description:
The customer reported the ventilator was having power issues. The customer had contacted manufacturers service previously about the reported problem. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. The customer previously reported that the ventilator alarmed due to a 12 volt supply failure. A 12 volt supply failure may result in a vent inop condition during normal ventilation mode operation. The user must provide alternative ventilation and have the ventilator serviced. The product support reviewed the device diagnostic history and noted a 12volt supply failure as reported. This unit is pending repair from the service tech.

Manufacturer narrative:
Pending repair from manufacturer service engineer.